Event description:
It was reported that the catheter was cut during a surgery last month. The exact date was not known. They had decided to discontinue use of the pump. The surgery where the catheter was cut was unrelated to the pump or catheter. They wanted the pump off authorization form. The pump was infusing fentanyl and bupivacaine. No symptoms were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. (B)(4).